Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Was not provided this information. On what date did the implant take place? Exact date of implant unknown. What is the lot number of the linx device? Was not provided this information. When using the linx sizing device what technique was used to determine the size? Was not provided this information. Did the patient have an autoimmune disease? Was not provided this information. Is the patient currently taking steroids / immunization drugs? Was not provided this information. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was not provided this information. How severe was the dysphagia/odynophagia before intervention? Was not provided this information. Were there any intra-operative complications during implant? Was not provided this information. Was there any hiatal or crural repair done at the same time as the implant? Was not provided this information. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was not provided this information. Besides dysphagia, what was the reason for removal of the linx device? Was not provided this information. Was the device found in the correct position/geometry at the time of removal? Was not provided this information.

Event description:
It was reported that a linx device was explanted on (B)(6) 2021 due to experiencing dysphagia for one year.